Manufacturer narrative:
This report is being supplemented to provide additional information based on the device return evaluation. The customer returned a maj-2113 connecting tube (lot unknown) for evaluation due to "the metal prongs have fallen out of the devices and they are now unusable". Olympus market quality RMA performed a visual inspection on the received condition and confirmed that one of the grey lock levers has fallen off, detached. The grey lock lever along with a metal piece was separated from the reprocessor side of the connector, as received. The metal piece was inspected under the microscope, and noted that the metal piece was slightly bent. The bend on the metal piece is not allowing the grey lock lever to securely fit to the device. The metal piece was re-shaped and re-attached to the connecting tube. The clip fit securely once re-shaping the metal portion; however, was still slightly loose in comparison to the lock at the opposite end. The endoscope side connector has light scratches, but no significant damage. The slide adapter section can slide back and forth freely and connect securely to a test video scope. Based on investigation result, it is presume that an external stress on the locker lever as the cause of the suggested event. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6 and h10. The manufacturing date of the subject device is unknown. Maj-2113 is not a repairable product. Based on the photos provided (given documents, photo of the subject device) it was confirmed the broken component is the lock lever not pin from the given documents. Olympus sbc (service business center) service confirmed that the lock lever of the subject device was found broken during reprocessing. Based on investigation result, it is presume that an external stress on the locker lever as the cause of the suggested event. User can detect the event by inspecting the equipment as stated below: the instructions for use (IFU) states: preparation and inspection : move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the metal retention prongs have broken off and the device is now unusable. After only a few weeks of usage, the metal prongs have fallen out of the connecting tubes and they are now unusable .the issue was found at reprocessing. There was no patient involvement associated on this reported event. The customer maintains these tubes were used correctly per the instructions for use and per olympus onsite in-servicing. This complaint is related to a report with patient identifier (B)(6).